Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a starclose device after a cardiac catheterization procedure. Reportedly, after the device achieved hemostasis, the patient observed a small blue or black metal spot on her groin. Eleven months later it was no longer visible. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. As the name of the physician was not provided, it is unknown if the physician is trained in the use of the starclose device. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch report, clarifying information is being provided in this supplemental medwatch report: information was received via an internet blog posting (angioplasty.org).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, reportedly occurred in (B)(6) 2010. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). (B)(6).